Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 she obtained a result of ¿316 mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to a result of ¿192 mg/dl¿ obtained on another device, within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes by self-adjusting her insulin doses and consumed less food or drink in response to the alleged issue. The patient reported that at an unspecified time after the issue occurred she developed a symptom of ¿shakiness¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used when testing. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury adverse event after obtaining an allegedly high result on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.